Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this patient's right atrial (ra) lead was explanted due to undersensing, loss of capture and failure to deliver pacing. A new ra lead was implanted and no additional adverse patient effects were reported.